Event description:
It was reported that during central processing, the Fenestrated Bipolar Forceps resistance is broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.